Manufacturer narrative:
Product ID: 8731sc, lot# unknown, product type: catheter. Product ID: 8596sc, lot# 0207653384, product type: catheter. Product ID: 8637-40, serial# (B)(4), product type: pump.

Event description:
Additional review determined the catheter used in the event had an unknown lot#.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, product type: catheter. Product ID: 8637-40, serial# (B)(4), product type: pump. (B)(4).

Event description:
A manufacturer representative (rep) reported that during a catheter revision, the hcp attempted to use an expired 8731sc kit for the connector pin but the glue had become unsealed on the catheter, so the kit was tossed and not used. The hcp then used another expired 8596sc kit. The exact expiration date, but the rep knew that it was 2014. The hcp opened the package and the product seemed "appropriately sealed", so the hcp used the connector pin out of the kit to connect the patient's existing catheter segments. The medication in the pump was unknown. The lot # of the 8596sc was reported as 0207653384; this is in direct conflict with a report that the expired lot #'s were unobtainable. The reported lot # of 0207653384 indicates the expiration date of the device was 2015-10-01. There were no reported patient symptoms. The event was reported as resolved.